Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7151575.

Event description:
It was reported that following a lead implant procedure, the patients incision was not healing completely. The patient underwent a debridement and closure of dehisced wounds. During post-surgical follow up, it was noted that the patient was experiencing some discharge and itching at the incision sites. It was also noted that the patients leads had migrated, as shown in fluoroscopic imaging.